Manufacturer narrative:
The ventilator was returned to a service center for repair. The service engineer replaced the power pack, coin cell battery, backup battery and power cord, updated the software to the current revision, performed calibrations, preventative maintenance and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had no power during patient ventilation. There was no injury or harm to the patient.